Manufacturer narrative:
(B)(4).

Event description:
It was reported the black tip of the ptd device bended and did not fall off. Follow up information stated they were performing a declot of a graft. This issue occurred with this physician at least once a month. It is due to him performing the "tooth brush technique". They were able to complete the procedure with the original ptd.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the basket tip bent but did not detach from the basket was confirmed. The customer returned one 5 fr ptd catheter assembly. The assembly was returned with the basket deployed from the sheath and the entire black tip remained attached to the basket assembly. Microscopic examination revealed that a hole was created in the black tip at the base of the distal connector around the gate. The hole was measured at 2.0 mm from the proximal end of the tip. The distal end of the connector was protruding from the hole on one side of the tip and the other side appeared typical. The tip and connector assembly length measured 0.5480", which meets the length specification per the ptd basket graphic (0.5156-0.5626"). The entire tip remained attached to the basket assembly but it was damaged. No other defects or damage were observed with the catheter or the basket. In the IFU for this product provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath other remarks: at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed and did not reveal any manufacturing related issues. Based on the damage observed and the time of discovery, operational context appears to have caused or contributed to this event. No further action will be taken.